Event description:
The lay user/patient contacted lifescan on behalf of the lay user/patient alleging that the one touch ultralink meter was changing the code number that was set by its own, which was unresolved with troubleshooting. The reporter mentioned about the patient feeling shakiness before the reported issue started. She denied about the patient taking any action in regards to diabetes medication treatment or receiving medical intervention. This complaint is being reported as product malfunction due to the unresolved issue. The product did not cause or contribute to an adverse event, as the patient developed the symptom prior to the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.